Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the rep indicated that they did not know why the lead wouldn't fully advance. The hcp stated that the lead itself looked fine, and was not warped/bent. They assumed it was something in the ins. The rep was outside of the sterile field, and therefore did not examine the components. There were no further complications reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1ge0e serial# implanted: (B)(6)2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) that during the interstim implant, the proximal end of the lead could not be fully inserted into the header of the implantable neurostimulator (ins). Multiple attempts were made to insert the lead. With the lead inserted as far as it could go, impedance values on all electrode combinations registered >4000 ohms. It was indicated that the lead was withdrawn from the header and inspected for any noticeable damage, but nothing was noted upon visual inspection. The healthcare provider (hcp) elected to insert the lead in order to have three electrodes align within the header. An impedance check was run again, and the results were the following: c<(>&<)>0: 499, c<(>&<)>1: 499, c<(>&<)>2: 499, c<(>&<)>3: >4000, 0<(>&<)>1: 658, 0 <(>&<)>2: 1016, 0<(>&<)>3:>4000, 1<(>&<)>2: 1016, 1<(>&<)>3: >4000, and 2<(>&<)>3: >4000. All contacts were within range, except contact 3 registered >4000 ohms. The ins was implanted. There was no observed impact to the patient. Post-operative programming was configured to exclude contact 3 on the ins. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.